Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the adc device. A caller reported that around 9 pm, a low sensor scan of 86 mg/dl was obtained and the customer was provided apple juice by their spouse 30 minutes later, a sensor of 101 mg/dl was received and additional treatment of orange juice was provided. At 11:48 pm, the sensor obtained a scan of 94 mg/dl when compared to a built-in meter result of 466 mg/dl. The customer was transported to the hospital where a reading of 514 mg/dl and the customer was administered insulin (type/dose unknown) for the treatment of hyperglycemia diagnosis. There was no report of death or permanent injury associated with this event. When sensor scan of 94 mg/dl compared to a built-in meter of 466 mg/dl results are plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the adc device. A caller reported that around 9 pm, a low sensor scan of 86 mg/dl was obtained and the customer was provided apple juice by their spouse 30 minutes later, a sensor of 101 mg/dl was received and additional treatment of orange juice was provided. At 11:48 pm, the sensor obtained a scan of 94 mg/dl when compared to a built-in meter result of 466 mg/dl. The customer was transported to the hospital where a reading of 514 mg/dl and the customer was administered insulin (type/dose unknown) for the treatment of hyperglycemia diagnosis. There was no report of death or permanent injury associated with this event. When sensor scan of 94 mg/dl compared to a built-in meter of 466 mg/dl results are plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant.